Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the usb port was damaged and that as a result, the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.